Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02324. It was reported the patient felt heating at his ipg site while charging and when stimulation is on. The patient stated he has lost a lot of weight and the ipg site gets painful after sitting for long periods. Follow-up indicated a replacement charging system resolved the pocket heating issue and there are currently no plans to revise the ipg site. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported event was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.